Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2008; 407652 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance. The ra lead was capped and replaced. During an upgrade procedure, the physician chose to explant the ra lead. No patient complications have been reported as a result of this event.